Event description:
The manufacturer received information from a customer that a trilogy ev300 device failed a pressure verification: setpoint 80: pilot: difference test. There was no serious patient harm or injury that occurred or was reported. The customer elected to repair the unit independently; therefore, no repair information was provided to the manufacturer. A final report is being submitted. If additional information becomes available, a supplemental report will be filed.